Manufacturer narrative:
This report was mailed in to FDA on: 03/17/1998.

Event description:
Rptr noted display abruptly faded out and instrument stopped with a bang and a burnt smell while in divide and conquer stage of phaco. Surgery stopped about forty mins until replacement unit arrived.